Event description:
It was reported that this patient¿s generator had reached eos and the blc shows 2.1 years until near end of service (neos) = yes as of (B)(6) 2017. It is believed that the patient¿s device prematurely depleted, and is on the list of affected generators by the laser routing process. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported by the physician that an end of service, or eos, warning was observed.